Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut? No. What was the appearance of the few deployed staples (b-shaped, irregular)? Unformed. The analysis results found that the tlc55 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not fire at the first firing. The firing knob could not push to the end and only some staples came out. Another like device was used to complete the procedure. The surgeon tried to fire the device after the procedure and the device could completely fire at this time. There were no adverse consequences for the patient reported.